Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same date as onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gm once in five days, route not reported) and magnova injection (500 mg, route and frequency not reported) for peritonitis. Both antibiotic therapies were ongoing. At the time of this report, the patient was recovered from this event. Pd therapy was ongoing. No additional information is available.